Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited foreign objects within the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device evaluation found no damage on the device near the nozzle. The customer did not provide any details regarding their device reprocessing. A definitive root cause could not be identified. The device history review revealed no issues that could have caused or contributed to the issue. The event can be detected and prevented in accordance with the device instructions for use: the detection method is described in the operations manual in chapter 3: "preparation and inspection". The preventive measure is described in the reprocessing manual in chapter 5: "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.